Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had touch panel screen malfunction during clinical use. There was no patient harm reported.

Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The issue was not related to a problem with touchscreen input. There was no problem with touchscreen calibration. There was no physical damage and no liquid spill on or near the touchscreen. It is unknown whether the touchscreen been cleaned according to the instruction manual. Fse could not reporoduce touchscreen display glitches, but suspected a loose connection in the flexible cable. Fse replaced the flexible cable between the touchscreen lcd and the video generator. No matching logs were found. All functional and safety checks have been performed according to factory specifications and the unit has been returned to a usable condition.